Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 496mg/dl, 392mg/dl. Tests were done within less 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.